Event description:
A physician reported a pt who was treated on 11/14/96 in the glabella, nasolabial folds, and perioral lines. On 11/18/96 erythema, swelling and induration were noted at the treatment sites. In 11/96 (exact date unk) the physician prescribed oral and topical cortisone. Later on, a laparotomy was performed for suspected gall bladder disease. On 12/11/96, the symptoms were considerably aggravated, which was believed to possibly be related to the surgical intervention.